Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Complainant's event is typically caused by improper bone preparation prior to insertion and/or the patient not following post-op protocol. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.

Event description:
It was reported that the patient had a (left) subpectoral biceps tenodesis done on (B)(6) 2012. In (B)(6) 2013, he began to have pain in his shoulder. He had cortisone shots but they only relieved the pain short term. He had an MRI which showed the bio-tenodesis implant had pulled out of the bone. On (B)(6) 2014, the screw was removed and no new implants were inserted as the repair had held.